Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 21 mm regent valve was implanted on (B)(6) 2022. Postoperative ultrasound revealed limited movement of one leaflet, and it was not moving. It was noted that during device preparation the valve presented with no issues. On (B)(6) 2022, a second procedure was done to explant the valve and implant a new 21mm regent valve was implanted. It was noted that the patient was in stable condition.

Manufacturer narrative:
An event of the one of the leaflets of the regent valve not moving properly was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.